Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii).

Event description:
Health professional reported right side pain and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional information: b5, h6. Corrected information: a2.

Event description:
Additional information noted, liquid during explanting surgery. The device has been explanted.

Event description:
Physician reported rupture of the device.